Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated shaft requiring medical intervention. Device issue: separated shaft/dislodged stent. It was reported via a trial that after predilatation was performed and the xience stent delivery system (sds) entered the patient, the proximal shaft of the xience sds kinked and then separated into two pieces (distal end) at the level of the patients mid abdomen after failing to cross. A snare kit was used to successfully retrieve the separated parts; however, the stent was stripped off by the sheath, but was still on the guide wire so it was easily withdrawn from the patient without further incident. Another 3.0x15 xience was used to complete the procedure. The stent was noted to be crushed upon review outside of the patient. There were no adverse patient effects reported. The patient was discharged in 2009. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary. Quality assurance analysis revealed that the sds was returned with blood in the inflation lumen, balloon, guide wire lumen and on the shaft, hypotube and side arm. There was contrast in the inflation lumen and in the balloon. The stent implant had dislodged from the balloon and was returned. The stent implant was completely mangled and in a ball. There was a green substance similar to teflon coating on the mangled stent implant. There was no other damage noted to the stent implant. The proximal and middle of the balloon was tightly folded. The distal balloon taper was bunched. There were crimp marks on the balloon between the markers. The hypotube had separated 51cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was torn and also separated at the same location. There was a kink in the hypotube at the distal end of the strain relief tubing and 15.5 cm distal to the strain relief tubing. There were no kinks noted to the tip or to the inner member. There was no other damage noted to the sds. The guide wire and sheath used during the procedure were not returned. The tip seal length was measured and met manufacturing criteria. The tip seal length was 1mm. The stent implant outer diameters could not be measured due to the damage noted.